Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that ipg was unable to communicate with the external device. Patient had unrelated surgical procedure done, and ipg was put in surgery mode. It is unknow at this time if troubleshooting resolved the issue.

Event description:
Additional information received that troubleshooting was able to recover the ipg.